Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had a valve implanted after the annuloplasty was taken down. The patient expired two days later. (B) (4). Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010, the patient had "mitral valve repair with a #28 carpentier flexible ring and ligation of the left atrial appendage. This failed to be of adequate quality and so, she had mitral valve replacement with a #25 pericardial tissue valve and had atrioventricular tear that was repaired."